Event description:
It was reported that there was a rise in threshold between implant of the right ventricular lead to the first follow-up. The physician feels there is something wrong with the device as he as seen this threshold rise with various leads and the same device model. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.